Event description:
Black color noted on fibers during priming of dialyzer. Dialyzer changed, treatment continued. At end of treatment black color on fibers noted again throughout dialyzer. No pt injury reported.